Event description:
No known adverse event. Customer reported: no video image. Refer to expiration date as complaint notification date. The time of event is unknown. This event occurre no report of patient harm. The date of event is unknown.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-52062) which was submitted. Therefore, MDR (9610877-2022-00445) filed on march 9, 2022 is considered a duplicate report.